Manufacturer narrative:
It was reported to abbott, according to a technician at the local distributor, an emergency review was carried out, as during the tests it was not possible to establish a connection with the ipg with the programmer. The ipg was resolved without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not received for evaluation. As such, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
E1 reporter phone number (B)(6).

Manufacturer narrative:
The reported event for no communication was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Corrected data. G3 - date received by manufacturer.